Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, alcohol use, past tobacco smoking, parity 2, gravida ii, dysfunctional uterine bleeding and pregnancy test negative. Previously administered products included: mirena, necon 10/11, toradol, xanax and nabumetone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1447 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assist total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: n. Essure micro inserts were introduced into the fallopian tubes. 2 trailing coils were seen on the right and 2 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.104 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology: pathologic diagnosis cervix with chronic inflammation. Secretory endometrium. Mural, submucosal and subserosal leiomyomata. Bilateral fallopian tubes with essure devices in place. Clinical information: abnormal uterine bleeding specimen(s) submitted: cervix, uterus, bilateral tubes and essure device gross description: specimen received: uterus with attached bilateral fallopian tubes uterine weight: 240g serosa: the red-tan serosa shows no distinct adhesions. Cut surfaces of the cervix: sectioning through the cervix reveals a resilient, light tan cut surface myometrium: sectioning through the myometrium reveals a trabeculated and bulging tan-pink cut surface, measuring 3.3 cm in thickness. Also present are few submucosal, intramural and subserosal myomatous nodules measuring 2.3 cm in greatest dimension. Fallopian tubes: the attached purple-red, left and right fimbriated fallopian tubes measure 7.0 x 0.7 cm and 7.0 x 0.8 cm respectively. Sectioning reveals coiled essure wires are present in the proximal aspects of both of the fallopian tubes. No lesions are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, alcohol use, past tobacco smoking, parity 2, gravida ii, dysfunctional uterine bleeding and pregnancy test negative. Previously administered products included: mirena, sex hormones and modulators of the genital system, toradol, xanax and nabumetone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1447 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assist total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: n. Essure micro inserts were introduced into the fallopian tubes. 2 trailing coils were seen on the right and 2 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.104 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology: pathologic diagnosis: cervix with chronic inflammation. Secretory endometrium. Mural, submucosal and subserosal leiomyomata. Bilateral fallopian tubes with essure devices in place. Clinical information: abnormal uterine bleeding. Specimen(s) submitted: cervix, uterus, bilateral tubes and essure device. Gross description: specimen received: uterus with attached bilateral fallopian tubes uterine weight: 240g serosa: the red-tan serosa shows no distinct adhesions. Cut surfaces of the cervix: sectioning through the cervix reveals a resilient, light tan cut surface myometrium: sectioning through the myometrium reveals a trabeculated and bulging tan-pink cut surface, measuring 3.3 cm in thickness. Also present are few submucosal, intramural and subserosal myomatous nodules measuring 2.3 cm in greatest dimension. Fallopian tubes: the attached purple-red, left and right fimbriated fallopian tubes measure 7.0 x 0.7 cm and 7.0 x 0.8 cm respectively. Sectioning reveals coiled essure wires are present in the proximal aspects of both of the fallopian tubes. No lesions are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.